Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified an opening, white particles, and delamination. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp(edge) opening. The fill test inspection was performed with the result of no blockage, and also identified delamination of the diaphragm valve. Based on the device analysis the final assessment is a sharp(edge) opening on the anterior due to an unidentified(tear) opening, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.